Event description:
A customer observed a positively biased pt result for total b-hcg on the eci analyzer. The biased result was not reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that qc performance was acceptable, and there were no instrument codes posted. Proper sample handling protocols were verified. Datalog analysis showed no analyzer malfunction. The sample was manually programmed and was not bar coded. Although sample mix-up is likely, it could not be confirmed. The root cause of the event is unk.